Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage and jaws were open upon receipt of the device. The device was functionally tested and was able to open and close the jaws using the closure lever. The force to close or open was not difficult when tested. The device was able to fully remain latched when the closure lever was closed and then unlatches when the closure lever was opened. The knife fired and returned unaided and as expected. Jaws would not open voc was not able to be confirmed during testing. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p9325u. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the knife blade got stuck on tissue and would not retract. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.